Manufacturer narrative:
H3: analysis of the software exports and logs was completed. Clinical export data file was thoroughly inspected. The log file was examined with respect to all intraoperative fluoro images in order to inspect and understand procedure workflow. Analysis reviewed the planning of the case. It can be seen that left l3 was planned on the tip of the bone with inferior-lateral skiving potential. The registration was uploaded, performed and validated to be accurate on a mazor workstation. Post op images provided confirm lateral-inferior deviation in left l3 screw. As reported: "there was a deviation during a l3-s1 fusion procedure and the left l3 screw was lateral by about 6 mm." It was reported that: "for the surgeons workflow during the procedure, they used drills and taps for all of the trajectories, cleared the surgical arm, completed the fusion and multi-level facetectomies, and then used the surgical arm to place the screws." Removal of the facets compromised the spine stability and screw placement accuracy. Altered entry points, due to the spine shift, could potentially enlarged lateral skiving potential. Analysis reviewed the planning and the surgical workflow and concluded the root cause of the deviations experienced in the or is anatomy shift, resulting in a deviated trajectory and compromising accuracy for the other trajectories as well. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported that the procedure was minimally invasive. During the procedure, the surgeon started at left l3 and worked down the left side before moving to right l3 and moving down.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure to treat degenerative deformity with placement of screws and rods. It was reported that there was a deviation during a l3-s1 fusion procedure and the left l3 screw was lateral by about 6 mm. For the surgeons workflow during the procedure, they used drills and taps for all of the trajectories, cleared the surgical arm, completed the fusion and multi-level facetectomies, and then used the surgical arm to place the screws. Prior to placing the first screw, the surgeon had verified accuracy of the navigation on the anatomy. On the first trajectory of left l3, the guidance system and navigation appeared to be accurate and the screw was placed. On both l4 and s1 trajectories, the surgeon was unable to get the screw all of the way into place, so they had to manually place them. Neuromonitoring was used during the procedure. When final images were taken at the end of the procedure, the left l3 screw was found to be lateral and out of the pedicle. Accuracy was reverified with navigation by placing the passive planar on the anatomy and sending the surgical arm back to left l3. The screw was then able to be placed accurately. There was no patient harm and the procedure was delayed less than an hour.